Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) showed non-physiologic fast atrial intervals and artifact on the atrial channel. In addition, the ventricular signal was visible on the atrial channel. A lead insulation breach and friction between the lead and the ipg or a lead/device connection issue was suspected. Reprogramming was done and the ipg and atrial lead remain in use. No patient complications have been reported as a result of this event.